Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient had received an inappropriate shock due to the dislodgement of this product.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a revision procedure. It was believed that this product had dislodged. The lead was successfully repositioned and no further complications have been reported. No adverse patient effects were reported.